Event description:
A nurse reported to baxter a connection issue with the uv flash transfer set during use. The nurse stated that the patient had found that the disconnect kit separated from the spike of the transfer set before changing the solution bag. There was no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Since the lot number is unknown, no batch review will be performed. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The device was not returned to baxter, precluding further device investigation. The reported issue was not confirmed. The assignable cause was undetermined.